Event description:
Caller reported encountering an alarm 2 followed by an alarm 26, indicating an issue with occlusion. There was no adverse impact to the customer¿s blood glucose level, as measurements did not exceed 500 mg/dl. Technical support instructed the caller on various troubleshooting steps, such as disconnecting tubing and delivering boluses, but the occlusion alarm persisted. A ball of insulin was observed, and although no visible damage was found on the cartridge, a new one was filled and loaded. Despite efforts, the problem continued, leading to the decision to replace the pump as it remained under warranty. Customer was advised to use mdi as backup therapy until the replacement pump arrives and was instructed on returning the faulty pump and transitioning it into storage mode.